Event description:
An implanted right distal humorous plate broke two months post operatively. The broken plate and screws were explanted and replaced with new hardware.

Manufacturer narrative:
Add'l mdrs associated with this event: 3025141-2013-00211 follow up 1: plate, 3025141-2013-00212 follow up 1: screw, 3025141-2014-00107: screw 2, 3025141-2014-00108: screw 3, 3025141-2014-00109: screw 4, 3025141-2014-00110: screw 5, 3025141-2014-00111: screw 6, 3025141-2014-00112: screw 7, 3025141-2014-00113: screw 8, 3025141-2014-00114: screw 9, 3025141-2014-00115: screw 10.